Event description:
Additional information received reported the tip of the catheter moved as the pipeline was deployed as a natural process of pipeline deployment. When the system fell back that was not because the doctor moved the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 4 pipelines failed to open in the distal end and were frayed. The patient was undergoing surgery for treatment of a saccular, unruptured right aneurysm with a max diameter of 11mm. Landing zone: distal: 3.8mm and proximal: 4.7mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed successful deployment of fred device. It was reported that the plan was to treat the right internal carotid artery (ica) cavernous aneurysm. There was an 11-cm aneurysm eroding through bone. Radial access was done, placing rist in the right ica. Surgeon advanced navien 058 125 with a phenom (ph) 027 160cm and syncrho 014 wire. Placed navien proximal to horizontal petrous and advanced ph 027 and synchro 014 wire to right m2. Removed synchro. Prepped pipeline ped2-475-20 per IFU then advanced in phenom 27. No resistance felt when the stent was advanced into ph 27. Physician did say device was heavy to push once device was in distal ica. Physician advanced device to distal end of ph 27. System fell back to distal m1. Physician unsheathed tip coil in straight m1 portion, then unsheathed and pushed wire to expose braid. Braid exited ph 27 with a ¿frayed¿ appearance. Physician decided to push more wire to expose more braid. Also tried pulling system back, they tried loading the system to push energy distally to open braid in uniform fashion. Physician recaptured device and then tried to deliver again and distal end was still trumpeted and frayed. The decision was made to remove device and ph 27 and try a new device. The technician tried pulling device out of microcatheter so device was bunched up in hub of microcatheter. For the 4th pipeline (lot: b533550), the physician advanced midway with ph 27 and synchro 14 into rist. Advanced ph 27 into proximal m2 and midway into m1. Removed wire, prepped pipeline per IFU and advanced pipeline through ph 27. Physician stated advancement felt normal but was heavy once reached ica. This time they decided to keep intermediate up high as they deployed the stent. They unsheathed the tip coil and decided to unsheath 3mm of device in straight m1 segment. Device once again exited catheter with frayed appearance. The physician pushed wire to expose more device. Device unchanged distally. It was recaptured and tried to deliver device again. Device was still frayed but decided to bring the system down to landing zone and attempted to load and unload device around genu and transfer energy distally. The distal end of device was unchanged and still frayed. The physician was not okay with leaving the device in the vessel with that appearance as they were fearful for lack endothelialization with the braid deformed. Removed device and microcatheter and then used a fred device with success. The 4 pipelines were not positioned in a bend. More than 50% of the pipelines (lots: b666421 and b601072) and less than 50% of the pipelines (lot: b699714 and b533550) had been deployed when it failed to open. The pipelines were resheathed less than or equal to 2 times. There had been additional steps/other devices required to open the pipelines. The stents were removed from the patient. They were resheathed and removed with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause was not determined, but it was assumed after the failed devices that anatomy had a role in it. The order in which the pipelines were used in this event: ped2-475-20 b666421, ped2-475-20 b601072, ped2-500-20 b699714, and ped2-500-20 b533550. It was confirmed that all 4 pipelines were heavy to push. All these devices had a frayed appearance upon exit from the delivery microcatheter. The first three stents fell into the m1. The 4th did not because the physician brought a midway intermediate catheter to the m1 for more support. All 4 failed to open in the distal end. It was previously stated that the device bunched up in the hub of the microcatheter which was clarified that the stent was stuck in the hub of the phenom 27 because the technician tried pulling it out instead of pushing it out. There was nothing abnormal/no resistance encountered during retrieval. In clarification of "device was heavy to push" and "was heavy once reached ica," resistance was felt on pusher wire once the device was being navigated through the distal ica. This was assumed to be due to the tight genu in the anatomy. The physician commented that they had to push harder once the system reached that point in the anatomy. During delivery/positioning, the physician said it was hard to push device and device fell back like stated previously. None of the pipelines were implanted. The devices did not jump during deployment, but instead fell back. 4 phenom 27 catheters were used. These were changed with each failed deployment in case that had anything to do with the deployment issue. They were all fg15160-0615-1s. This was their lot order of use 1. 229935368 2. 229729605 3. 229935368 4. 229729605. Regarding "system fell back to distal m1," the ph27 was in m2, the physician pushed pipeline system to align with the distal tip of ph27. When they started to unsheathe the tip coil, the ph27 and pipeline together fell back. It was noted this could be referred to as catheter kick back, but the catheter came back in the anatomy on its on without the physician trying to do it. There had been no issues with the navien catheter. The information is confirmed by the physician. Ancillary devices include a rist 079 100cm 25375-01 sheath, navien 058 125cm guide catheter, 2 phenom 027 229935368 mi crocatheters, 2 phenom 027 160cm 229729605 microcatheters, synchro 014 200cm guidewire, midway 43 125cm guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361); in-house 0.0260" mandrel. Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the phenom 27 catheter was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the returned device, the customer complaint was not confirmed as no issue was found with the returned catheter. The cause could not be determined. Possible causes include vessel tortuosity, high force delivery, and a lack of continuous flush during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.